Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown- "dr (B)(6) reported that he reoperated on a patient that had a port site hernia resulting from ctr24. The port was used for optical entry at palmer's point and utilised as camera port during case. With reasonable amount of camera rotation, and no port site closure, this resulted in a port site hernia, which has been subsequently repaired. " type of intervention - "re operation to close port hernia. And consequently a vacuum dressing to assist in wound repair." Patient status - "ok".